Event description:
A customer reported that their pump had been losing 5-10 minutes and sometimes more than 10 minutes every couple of days for about two months. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.